Manufacturer narrative:
(B)(4): the customer reported that the battery was not charging. There was no report of pt involvement. A philips representative went to the customer site and verified the failure. It was determined that the battery failed to charge due to the broken wall mount connectors and the unit failed to power up. Replacement of the dc wall mount resolved the failure.

Event description:
The customer reported that the battery was not charging. There was no report of pt involvement.